Event description:
Customer stated the device was coded with the device code key. When the customer changed to a new vial or glucose strips, she put in a new code key. The device worked fine in the morning and the customer stated when she was going to use the device later, the old code was displayed with the new code key in the device. The customer did not test blood glucose because the device was coded incorrectly. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.